Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was to be explanted. The reason for the scheduled explant was unknown. No adverse patient effects were reported. The lead remains in service.